Event description:
It was reported by service report that the side rail would not remain latched in the raised position and would lower quickly. The customer reported that they did not know if these was pt involvement; however, no adverse consequences were reported.